Event description:
During sterile compounding process, empty bag started leaking near the IV port where IV administration sets would be placed. There were no punctures or other damage made to the empty bag.